Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient experienced negative, dysphotopsia, poor vision quality. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was, peripheral shadow in vision and poor vision with glasses and contacts. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provide that the replacement lens was a monofocal. The model and diopter were not provided. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).